Manufacturer narrative:
The suspected device is expected to be returned for evaluation. A follow up report will be submitted when investigation and product history review are complete.

Event description:
It was reported that during micro-guided biopsy, no tissue core was found in the sampling slot after the needle was withdrawn from the patient. A back-up device was used to complete the procedure. No patient injury, medical or surgical intervention was reported.